Event description:
Powdered gloves created an anaphylactic reaction which was treated with IV benadryl, epinephrine, IV steroids and nebulizers. No intubation required. User now on po steroids & multi-dose steroid inhalers. Was seen in ER immediately and for subsequent f/u's. User is now being seen for cardiac work-up secondary to tachycardia. Currently doing phone triage w/no direct pt care.